Manufacturer narrative:
Product eval: an investigation is in process. A company rep examined the sys and confirmed the reported sys messages in the unit's event log. The rep indicated that the fluidics module was damaged when a cassette was reused. Further info regarding servicing and sample return is pending. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A surgeon reported sys error messages occurred during a procedure. The procedure was completed following conversion from phacoemulsification to an extracapsular cataract extraction with lens implantation. The surgeon reported no harm or injury occurred to the pt. Additional info has been requested.